Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, via regulatory agency, reported ¿a year after implantation, I began having constantly swelled lymph nodes in groin and axillary, axillary painful to touch, lethargy, insomnia, aches, anxiety, seven stone weight gain, blurred vision, hearing loss I tinnitus, allergy symptoms I constantly running nose, swelling in nasal cavity, breast lumps ano pain. Recent scan on breasts by nhs showed implants to be very tethered. They refused to scan my under arms as on that day the nodes were not swollen as they can go down at times.". This record relates to the left side device. The device remains implanted.